Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on 4 patient samples that result positive (s gene only) when using the simplexa covid-19 direct assay, but negative when repeated on the same simplexa assay lot. Run analysis of the simplexa results showed 4 samples that were detected for s gene only: - (B)(6) 2020, sample ID (B)(4): s gene CT = 33.2. - (B)(6) 2020, sample ID (B)(4): s gene CT = 26.7. - (B)(6) 2020, sample ID (B)(4): s gene CT = 35.7. - (B)(6) 2020, sample ID (B)(4): s gene CT = 34.2. Based on the information provided, 3 out of 4 samples are likely near the limit of detection of the simplexa assay with the exception of sample ID (B)(4) with an early CT = 26.7. This could indicate some contamination of the sample since on repeat all samples were negative. However, the customer's device and suspected false positive samples were not provided for investigation, so this could not be confirmed. Other negative samples on the same runs did not result in false positives. Retains lots of the suspected device were tested on 8/31/2020 with eight (8) no template controls (ntc) replicates and zero (0) false positives occurred in either s gene or orf1ab targets. The alleged false positives could not be replicated with the ntc testing that mimicked negative sample testing. Batch record review showed the critical component, reaction mix mol4151, lot# 7926n, met all qc release criteria prior to kit release. Mol4151, lot# 7926n was tested using a total of 35 no-template controls (ntc) replicates with zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# 7925n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on 4 patient samples that result positive (s gene only) when using the simplexa covid-19 direct assay, but negative when repeated on the same simplexa assay lot. The customer confirmed the alleged false positive results were not reported to a diagnosing physician and no alleged harm occurred. Other than the patient sample ID, other patient information was not provided.